Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and indentation. A mitraclip xtw was implanted medial on the indentation without issues. A mitraclip xt was inserted, and grasping was performed lateral to the indentation. However, the mr increased from the indentation. Mr was visible from the anterior leaflet side, and a tear was suspected. Therefore, the clip was removed from the patient. A transesophageal echocardiogram (tee) was performed but did not confirm a tear in the valve. However, the mr was confirmed with a color doppler approximately 5mm from the tip of the anterior leaflet to the valve belly. The procedure was completed with one clip implanted, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.